Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to the loading area. The lens was returned in the bottom of the blister tray. Viscoelastic is observed on the lens. No damage is observed. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported "lens caught and pulled on capsule" could not be determined. The lens was returned outside of the device. No lens or device damage was observed. It is important to keep the wound guard securely against the eye and fully advance the plunger for proper lens delivery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative has reported that a preloaded delivery device had an intraocular lens (iol)that kept getting caught and pulled on capsule during delivery. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).